Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6006923, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006923 was manufactured according to the form version 96.0, in the multivac m10, on 03/may/2024, with a total of (B)(4) units. The sub-assembly: welding the lot 4d05190 was manufactured according to the form version 33.0 welding in the machine ls24-ls25, on 30/apr/2024, with a total of (B)(4) units. The lot 4d02433 was manufactured according to the form version 33.0 welding in the machine ls06-ls07, on 23/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set needle bent event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus. No further information available.